Event description:
Caller reported a malfunction on the pump with a specific malfunction code, and it was confirmed that no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.